Event description:
The accounts maintenance stated when the bed exit is alarming, the led flashes and it will send a priority call, but there is no audible alarm.

Manufacturer narrative:
The account has not completed repairs.